Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported "pump says completed but it did not infuse full treatment. There was no alerts from the pump that it wasn't working or running." Medication being infused was unknown. No patient injury reported.